Event description:
Edwards learned via its implant patient registry that a 31mm mitral pericardial valve, implanted for eleven (11) years, eleven (11) months, and one (1) day, was explanted and replaced with a 31mm model 7300tfx. Through follow up with the health care provider, it was learned this device was explanted due to severe mitral valve stenosis. The operative report indicated "the mitral valve was well endothelialized and the movement of the leaflets was highly restricted." A 31mm pericardial valve was implanted. The patient was weaned from cardiopulmonary bypass without difficulty. Tee showed no new wall motion abnormality, preserved ef of 37 to 40 percent, bioprosthetic valve well seated, no pvl. The patient was transferred to ICU in guarded condition. The explanted device is not available for return. However, the pathology report provided by the hospital describes the explanted mitral valve as "received in formalin in a container labeled with the patient's name and "mitral valve prosthetic" is a 5cm in diameter circular tricuspid prosthetic valve, with a scant amount of attached white-gray soft tissue as well as yellow-tan calcifications within the valve mesh. No sections are submitted. Gross only."

Manufacturer narrative:
This device is not available for return and evaluation because it is being retained by hospital pathology. However, the device history record (DHR) review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth). In this case, the device was not returned to edwards for analysis. The cause of the reported stenosis is most likely due to patient related factors. However, without return of the device for evaluation, the root cause for stenosis of this device remains indeterminable. From clinical literature, it is known morbidity of cardiac re-intervention is higher in re-do valve replacement surgery than in a first operation because of cardiopericardial adhesions and more advanced cardiac pathology. More advanced cardiac pathology is associated with increased operative and postoperative morbidity and mortality. Mortality up to 30% has been associated with stage IV disease compared to less than 10% in stage ii and iii disease. One of the first reports of redo valve surgery clearly suggests that when significant valve dysfunction is first noted, re-operation should be undertaken to minimize operative risk. Based on this patient¿s cardiac surgical history, the patient was at higher risk for post-operative complications and increased risk of disease recurrence. It is unclear whether or not the patient¿s medical history played a contributing role in the clinical observations. If new information becomes available, a supplemental report will be submitted. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.